Manufacturer narrative:
No product has been returned for investigation. Should new information become available a follow up MDR will be submitted.

Event description:
Pt was hospitalized due to high bgs.